Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. The information received indicated the device was not able to cycle, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, while implanting the device, the device did not cycle fluid into the cylinder. Additionally, when deflating, the fluid transferred to the other cylinder, preventing complete deflation. The device was replaced to complete the procedure.

Event description:
According to the available information, while implanting the device, the device did not cycle fluid into the cylinder. Additionally, when deflating, the fluid transferred to the other cylinder, preventing complete deflation. The device was replaced to complete the procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the non-conformance.